Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements at follow-up. The patient presented to the clinic for additional follow-up one month later and pacing threshold measurements remained high. All other lead measurements were within normal limits; a revision procedure was scheduled at that time. Several weeks later the revision procedure was performed, however, the physician was unable to explant the lead. Pace impedance measurements were noted to increase to greater than 4,000 ohms in addition to loss of capture (loc) at maximum output following the attempted explant. Lead fracture was suspected to have been induced during the attempted explant as no out-of-range measurements or loc were observed prior to revision. No new lead was implanted. The patient was noted to not be pacemaker dependent and their device programmed from ddd to aai. The patient may be referred to another facility with a laser extraction system for later removal of this lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.